Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. The device is used for treatment. Radiographs were provided and reviewed by a radiologist. A single ap overview of the pelvis shows dislocation of the acetabular cup superiorly and likely posteriorly. No bony fracture is seen and no radiolucency. With the available information a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: ringloc bi-polar 28x42mm; ref#11-165208; lot#000760. Kinectiv modular neck bb; ref#00-7848-022-01; lot#65753444. G2- taiwan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision procedure 36 days post-implantation due to dislocation. The doctor tried closed reduction after patient dislocation but was unsuccessful. Due diligence is in progress for this event; to date no further information has been provided.